Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6), male, silent occlusion. The procedure date was (B)(6) 2011. Cas operation was performed using relevant device for distal protection. The patient has serious pneumonia (aspiration pneumonia) was observed. Patient was treated with ventilator and infusion. The physician has denied the relationship between the relevant device and adverse event.

Manufacturer narrative:
The actual complaint sample will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unknown; therefore, a review of the device history record cannot be performed. If in the future the device is returned or additional information is provided, a follow-up medwatch will be submitted. Device discarded - not returned for evaluation. Conclusion: the event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.